Event description:
On (B)(6) 2025 the user reported that on (B)(6) 2025 they experienced hypoglycemia with a blood glucose (bg) of 50 mg/dl. The user was able to treat the low bg by consuming fast-acting carbohydrates without assistance from a caregiver. No emergency medical services (ems) or hospitalization was required. The patient has been working with his healthcare team to adjust settings and contacted support for additional options; he was referred to a clinical resource. It was noted that the user entered an incorrect body weight (110 lbs instead of 150 lbs), which represents a form of device misuse.

Manufacturer narrative:
The specific device component involved could not be determined based on the information provided; therefore, annex g code 4755 (unknown component) was applied. It was noted that the user entered an incorrect body weight (110 lbs instead of 150 lbs), which represents a form of device misuse. This misuse may have contributed to the reported out-of-range blood glucose event. At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.